Event description:
It was reported that there was suspected pump under infusion and the known issue origin was not yet known. The patient experienced less than 50% therapy relief. A volume check and dye test was planned. It was further noted that it was unknown if any diagnostic testing or troubleshooting occurred, if the issue was resolved or the cause determined. At the time of the event the patient's status was reported as alive-no injury. It was unknown what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further provided that the catheter and pump serials remain unknown. A volume check was done with discrepancy within range at 11%. A dye study was not done and no other additional diagnostic testing was performed. No other malfunctions were seen and the cause of the issue was not determined. No interventions were taken or planned at this time. The physician considered the therapy effective. The initial suspect of underinfusion with increased spasticity was referred to physician by the patient¿s father. The physician and ¿mother¿s patient not confirmed that.¿ this device system delivered compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).